Manufacturer narrative:
An event of device migration during the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. It is possible that procedural condition and challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer septal occluder was chosen for implant using an9f amplatzer treviso delivery system for an atrial septal defect (asd) closure procedure was performed under transesophageal echocardiography (tee) and fluoroscopy guidance. The atrial septal defect measured approximately 21¿22 mm, and device sizing was determined by balloon sizing using a 24 mm balloon. During the procedure, multiple devices were utilized due to difficulty achieving stable positioning, including 20 mm, 22 mm, and 24 mm occluders. The initially attempted 22 mm device could not be positioned despite multiple deployment techniques (lupv, rupv, and la deployment). A 20 mm device was then deployed but subsequently pulled through to the right atrium during the push/pull maneuver. A 24 mm device was deployed but was removed after it was noted to impinge on the mitral valve. A second attempt with a 22 mm device demonstrated no movement during push/pull testing, no valve impingement, good rim capture, and no residual defect. A stability check was performed, and no leak was detected. A 22 mm amplatzer septal occluder was ultimately selected and implanted using an unknown delivery system, and the device was placed and released. Shortly after release, and prior to the patient leaving the catheterization laboratory, immediate device migration was observed on tee and fluoroscopy. The device was reported to have shifted in position and turned perpendicular to the atrial septum while remaining within the septal region. The implanter indicated the cause of embolization was unknown. A 12-f amplatzer trevisio delivery system was inserted to facilitate removal, and a 10 mm snare was advanced to capture the migrated device. The device was secured by the right atrial pin, retracted into the catheter system, and removed successfully. Estimated blood loss was less than 30 ml, and the patient remained hemodynamically stable. The patient did not experience any rhythm changes or clinical symptoms, and no obstruction of blood flow was observed. Percutaneous retrieval via the groin was considered an emergency intervention to prevent permanent impairment or death. The device was successfully retrieved without incident. The patient remained stable throughout the procedure and was referred for surgical closure at a later date, which has not yet been determined. It was later confirmed that 20mm and 24mm amplatzer septal occluder were events of mis-sizing.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer septal occluder was chosen for implant using an 9f amplatzer treviso delivery system for an atrial septal defect (asd) closure procedure was performed under transesophageal echocardiography (tee) and fluoroscopy guidance. The atrial septal defect measured approximately 21¿22 mm, and device sizing was determined by balloon sizing using a 24 mm balloon. During the procedure, multiple devices were utilized due to difficulty achieving stable positioning, including 20 mm, 22 mm, and 24 mm occluders. The initially attempted 22 mm device could not be positioned despite multiple deployment techniques (lupv, rupv, and la deployment). A 20 mm device was then deployed but subsequently pulled through to the right atrium during the push/pull maneuver. A 24 mm device was deployed but was removed after it was noted to impinge on the mitral valve. A second attempt with a 22 mm device demonstrated no movement during push/pull testing, no valve impingement, good rim capture, and no residual defect. A stability check was performed, and no leak was detected. A 22 mm amplatzer septal occluder was ultimately selected and implanted using an unknown delivery system, and the device was placed and released. Shortly after release, and prior to the patient leaving the catheterization laboratory, immediate device migration was observed on tee and fluoroscopy. The device was reported to have shifted in position and turned perpendicular to the atrial septum while remaining within the septal region. The implanter indicated the cause of embolization was unknown. A 12-f amplatzer trevisio delivery system was inserted to facilitate removal, and a 10 mm snare was advanced to capture the migrated device. The device was secured by the right atrial pin, retracted into the catheter system, and removed successfully. Estimated blood loss was less than 30 ml, and the patient remained hemodynamically stable. The patient did not experience any rhythm changes or clinical symptoms, and no obstruction of blood flow was observed. Percutaneous retrieval via the groin was considered an emergency intervention to prevent permanent impairment or death. The device was successfully retrieved without incident. The patient remained stable throughout the procedure and was referred for surgical closure at a later date, which has not yet been determined.